Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was identified as product code 8522h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2022 and suture was used. The stitch needle snapped at the proximal end during anastomosis. The proximal end of the suture needle snapped off with the distal end of the suture needle still attached to the thread. The surgeons had multiple attempts to locate the snapped proximal end of the needle but was not able to retrieve it. The suture needle was embedded in the patient's retro-peritoneum (aorta stump). No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm what was the exact issue? The surgeon was suturing the aorta with a double arm 3-0 prolene when the proximal end of the suture needle snapped off with the distal end of the suture needle still attached to the thread. The surgeons were not able to retrieve the proximal end of suture needle that snapped off in the patient. The suture needle was located in the patient on the x-ray. The suture needle was embedded in the patient's retroperitoneum (upper abdomen). Did the needle got broken or did the suture got separated from the needle? Please clarify. The proximal end of the suture needle snapped off with the distal end of the suture needle still attached to the thread. Is it possible to obtain the lot number? The lot number of the product could not be obtained. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.